Event description:
It was reported that the customer was experiencing air bubbles in the reservoir. The customer expressed that the reservoir was being blocked by the air bubbles. The customer changed the insertion site. The customer's blood glucose was 15.9 mmol/l. Troubleshooting was done. The customer did not recall any significant events prior to the air bubbles anomaly. Troubleshooting was done. The customer stated that the size of the bubbles was soda pop-sized bubbles. Assisted customer with removing the air bubbles until they were no longer visible. Advised customer to change the infusion set. The customer explained that she had already changed both the infusion set and reservoir but kept experiencing air bubbles regardless. Advised customer to return the reservoirs for analysis. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.